Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) prematurely reach elective replacement indicator (eri). The device was explanted and replaced. It was also reported that during the procedure, a new atrial lead was attempted but could not be placed. The lead was removed and replaced by a product of a different model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further clarified that the patient's anatomy did not comply with maneuvering to reach far enough to allow the place the lead.